Event description:
Rep reported that a drainage bag for the eds system leaked from the bottom and sides once it reached 650mm of fluid. The pt was not harmed. The hosp swapped out the bag and it worked fine.

Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation, a follow up report will be filed.